Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 131-134 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 112 and 117 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/23/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 111mg/dl (B)(6) 2015 07:00:00 am fasting:yes; 104mg/dl (B)(6) 2015 06:56:00 am fasting:yes; 128mg/dl (B)(6) 2015 07:41:00 am fasting:yes; 102mg/dl (B)(6) 2015 07:36:00 am fasting:yes; 146mg/dl (B)(6) 2015 07:28:00 am fasting:yes. Customers concern: 111,104,128,102,146mg/dl. Customer believed the results are inconsistent because when performing back to back test compared to his one touch or any other meter the trueresult always registering lower. Customer is concerned with: results obtained. True result 112,117 (B)(6) 2015 07:39:00 am fasting; one touch ultra-134 (B)(6) 2015 07:40:00 am fasting.